Event description:
It was reported that the axis of the lower arm came out of its housing, and the bolt was missing on the axis blocking screw. This issue could have led to the monitor falling. No pt injury or death was reported. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.